Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm)the getinge service territory manager (stm) found that the cardiosave intra-aortic balloon pump (iabp) power up fault code #14 had occurred 5 time since december 2023. The pressure tubing was loose in the compressor pressure port. There was no patient involvement.

Manufacturer narrative:
Additional contact information: contact person name: (B)(6), contact person e-mail address: (B)(6), contact department: biomed. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation while in the semi-annual maintenance fse had found "power - up fault code#14" which had occurred 5 times since december 2023. Than the fse had found the "pressure tubing" was loose in the compressor pressure port. Than the fse had replaced the tube assy, pressure , tube assy, vacuum. After that the fse had functionally tested the unit without any further failures. Than the fse had further performed the safety, calibration and functionality checks according to factory specifications. The unit was released to customer and cleared for use. The failure analysis and testing dept. Received tube assy, pressure , tube assy, vacuum with a reported unit failure of power up fault code 14 and loose pressure tubing. The fat performed a visual inspection and found the part to be in good condition. The fat installed tube assy,pressure in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported failure. The fat installed tube assy,vacuum in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)